Event description:
Caller reported multiple instances of alarms, specifically alarm 2 and alarm 26, indicating recurring occlusion issues with their insulin delivery system. The customer's blood glucose level exceeded 500 mg/dl, with readings described as ¿high.¿ to address the elevated blood glucose, the customer administered a correction injection via manual and did not seek any third-party assistance. The customer consistently resolved the occlusion events by resuming insulin. Despite frequent issues, the caller declined additional assistance, opting instead to close the case with technical support.